Manufacturer narrative:
The device was returned; however, has not been analyzed yet. An MDR supplement will be submitted to include the device analysis.

Event description:
The physician deployed a stent originating inside an existing stent. The stent elongated across the deep femoral and into another existing stent in the cfa. The remaining stent was trapped inside the sheath and during removal, the tip detached. The tip was removed using a snare device. There was no effect to the pt.